Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported a high blower temperature. The device was being used for treatment when the reported event occurred; however, there was no patient harm. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the mc (motor controller) board and blower and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.